Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the fibers of the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300 cc. The pt had no adverse effects and no med intervention was required. The pt completed treatment. The sample is available for the MFR's eval.